Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. At the third party service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.